Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, a tubing fracture with fluid loss was noted. Exact implant date is unknown but occurred in 1999. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
This follow-up MDR is created to document the device information and evaluation of the returned device. A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the reservoir inlet tube near the connector. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on all pump tubes and exhaust tube of cylinder 1. Testing revealed these to not be sites of leakage. Partial separations were noted on the inlet tube of the reservoir. Testing revealed these to not be a site of leakage. Abrasion as noted on the exhaust tube of cylinder 2 and inlet tube of the reservoir. No functional abnormalities were noted with both cylinders or pump. Based on examination of the returned product, quality concluded that while in-vivo all pump tubes had overlapped and abraded against each other. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the reservoir inlet tubing near the connector. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the corrected evaluation results/conclusion codes in h6.